Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer reports contaminated plates in lot #2242641. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details ".

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2242641 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2242641 for contamination including another from mayo clinic. Retention samples from batch 2242641. One hundred plates from batch 2242641 were returned as ten unopened sleeves shipped in a box with packaging peanuts. Plates were inspected and 11/100 plates have surface bacterial growth (time stamps 2343-2345, 2349, 2355, 2356, 0304, 0311, 0316, 0430, 0434). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. Four photos also were received for investigation. One photo shows the top of a sleeve from batch 2242641 (time stamp not readable) with growth visible in the top plate. Another photo features a sleeve label from batch 2242641 for batch verification. The third photo shows the top of a sleeve with the top plate print featured for batch verification, batch 2242641 (time stamp 2356). The last photo shows the side of a sleeve with microbial growth visible in one of the plates. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer reports contaminated plates in lot #2242641. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. "